Event description:
It was reported that the customer experienced a low blood glucose (bg) level of around 20 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. As a result of the low bg, the customer lost consciousness and required assistance. To address the low bg, the customer consumed carbohydrates. The customer did not sustain any injuries due to their bg and updated their pump settings to address the event.